Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an occlusion alarm while using the disposable. This occurred during patient use/administration, there was patient involvement.

Manufacturer narrative:
H3: the customer provided one photo which shows an extension set and cassette sample. It is not possible to identify the failure mode reported in the complaint. Solely according to the photo, the failure mode reported cannot be confirmed.